Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box ,lot # 73a2200765 was manufactured on 01/25/2022 a total of (B)(4) pieces. Lot was released on 02/08/2022. DHR investigation did not show issues related to complaint.

Event description:
Reported as "staple jamming". The issue was resolved by using another stapler to complete the procedure. No patient harm or injury. Patient status is reported as "fine".